Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the laser was successfully verified prior to and after the treatment. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a potential viral infection (epidemic keratoconjunctivitis - ekc) one week post lasik in a patient's left eye. The patient complains of blurry vision and white spots on the left eye. Upon follow up, the patient is being referred to a cornea specialist. Upon additional information, the surgeon was not comfortable with the ekc diagnosis and wanted corneal cultures. The patient saw a corneal specialist immediately and was gram positive stained. The corneal bed was rinsed off and the flap was replaced. The specialist diagnosed the patient with a flap interface infection. Patient was started on 2 topical antibiotics and an oral antibiotic for 3 days. Gram stain came back as cocci positive.